Event description:
Underdelivery reported. The pump was set to infuse d10w at 13ml/hr. The infusion is checked hourly for recording of fluid intake. Over time, nurses noted that the actual amount infused as noted by the fluid level in the buretrol was between 7 to 10ml/hr. They report that with each additional hour the volume delivered would gradually decrease, however, the display indicated delivery of 13ml. The infant did not experience any adverse effets. No additional info was available.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of occurrence of death or serious injury reports for code 103 (underdelivery) for lifecare 5000 plum product is <0.01/million sets.